Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient stated that she had a bladder infection about 3 weeks prior to report and they treated it with oral meds. The patient reported that they cleared it for the most part but they did also inject almaron into the bladder to reduce inflammation about 2 weeks prior to report. The patient confirmed that it was in (B)(6) 2016. The patient stated that she was having pain toward the right side like in the groin. The patient stated that the healthcare professional (hcp) suggested to try a different program and the patient reported that she had never done that. The patient reported that the pain started about 2 weeks prior to report and had not really stopped since the bladder infection. The patient reported that she was on program 2. The patient was assisted to move to program 3 at 3.4v. The patient stated that it was comfortable and she wasn¿t feeling the pain in her groin. The patient was reviewed to consult with her hcp and to monitor herself to see if the groin pain returns.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.